Event description:
It was reported to a physio-control service representative that the customer used their device with internal defibrillation paddles on a patient, when the patient went into fibrillation during a surgery. When the surgery team charged the device, the message 'deactivated' appeared on the display, meaning that the charge was removed. The team turned off the device and powered it on again. The message 'deactived' was displayed again after charging the device for delivering a shock. The device was powered off and on again, and on the third attempt the team defibrillated the patient with 10 joules. Evaluation of the electronic patient file showed no evidence that the team power cycled the device two times. There were no adverse effects to the patient reported after the surgery.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. There were no observed symptoms. Physio-control observed proper device operation through functional and performance testing. The device was returned to the customer for use.